Event description:
Following a percutaneous peripheral intervention (ppi) on (B)(6) 2012, a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) with no calcification. Hemostasis was not achieved following the angio-seal deployment, therefore, manual compression was applied. On the (B)(6) 2012 follow-up visit, a vascular murmur was detected upon auscultation of the punctured artery. An echocardiogram, performed along with an angiogram, revealed a foreign substance, approximately 2cm proximal to the puncture site, and 75 percent occlusion in the artery. The patient was monitored, but did not complain of worsening symptoms related to the vessel stenosis. No treatment was required.

Manufacturer narrative:
The complaint product used may have been from either lot number 3306859 (exp. Date: 01/31/2012, mfg date: 02/01/2011); or 3402097 (exp. Date: 04/30/2012, mfg date: 04/01/2011). No product was returned. Review of the device history records confirmed that both possible lots met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.